Event description:
It was reported that the patient presented to the emergency room with symptoms consistent with pacemaker failure. The patient reported feeling tired. It was discovered that there was no capture in either unipolar or bipolar configuration at maximum output on the right ventricular lead. The lead also had a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary - the proximal segment of the lead was returned and analyzed and no anomalies were found.